Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. A review of risk management files found that there was insufficient information to tie the reported complaint to specific line items within the risk file. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Dantas p, gonçalves s, mascarenhas v, camporese a, marin-peña o. Hip arthroscopy with initial access to the peripheral compartment provides significant improvement in fai patients. Knee surg sports traumatol arthrosc. 2021 may;29(5):1453-1460. Doi: 10.1007/s00167-020-06380-z. Epub 2021 jan 2. Pmid: 33386879. (B)(4).

Event description:
It was reported that on literature review ¿hip arthroscopy with initial access to the peripheral compartment provides significant improvement in fai patients.¿; after surgery patient had revision for residual cam correction. Paper indicates that smith&nephew device was used, however no malfunction was reported during use.